Event description:
A dexcom patient contacted dexcom technical support on (B)(6) 2015, to report their co-worker had a hypoglycemic event on (B)(6) 2015, and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter. The patient was given orange juice and taken in the ambulance. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and data was not provided. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. The root cause for the reported events cannot be determined.